Manufacturer narrative:
(B)(4). Eval summary - instruction insert advises: to avoid user or pt injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the pt, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes surgical gowns, or other unintended sites at all times.

Event description:
It was reported that during a cardiac procedure when not in use the surgeon placed the device on the top of drape near the region of the chest. After that, the surgeon found there was a hole on the drape and the pt's skin was burned about 3 mm in diameter. It was not required to treat the burned skin. The surgeon had been pressing the foot-switch during the operation. But the surgeon didn't hear the activation sounds from the generator because of the lower the volume.